Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was fell in to water and had critical pump error alarm. The customer stated that screen was extremely damaged and could barely read anything on it and received open book image on screen. No harm requiring medical intervention was reported. The insulin pump not will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Device received with cracked battery tube threads, cracked case battery tube and cracked keypad overlay. The p-cap locks into the reservoir compartment properly noted.